Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported the patient's refill (scheduled (B)(6) 2014) had been postponed until (B)(6) due to bedsores/decubitus. The patient had undergone treatment for bedsores before the pump was implant. The event was noted to be ongoing. The pump was used to deliver gabalon. Additional information has been requested, but was not available as of the date of this report.